Manufacturer narrative:
Updating procode.

Event description:
Allegedly, the patient was revised due to the following mom complications: pain; loosening; metallosis and infection. Invoice was unable to be located.